Event description:
Surgeon was doing the diagnostic portion of the procedure; no fluids were flushing to the uterus. Fluids were accumulating into the sheath. Sheath assembly replaced. No patient harm.